Manufacturer narrative:
(B)(4): testing confirmed the down button is intermittently responsive. The keypad was intact and was removed for investigation: found contamination under all contacts. Unrelated to the complaint, the display is dim/fading. When replaced with test screen it functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the down arrow and ok keypad buttons had a delayed response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with alcohol as needed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event